Event description:
Customer reported that he changed the battery too slowly while changing the infusion set. He also stated that the keypad became unresponsive. The blood glucose reading was 140 mg/dl. Customer treated with manual injection. He stated that the insulin pump was exposed to moisture when he was on a boat. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.